Manufacturer narrative:
(B)(4). The customer reported that the affected product was discarded. Unable to determine the cause of the customer's reported problem.

Event description:
The customer reported that during resuscitation efforts while bicarb was being administered IV push the silicone tubing and/or PICC line was occulted, however no other information is currently available, and the set was not saved. There was no report of medical intervention required as a direct result of the product problem, the patient was being resuscitated at the time of the event. The patient "coded" 3 times, and did not survive the third code. It is not known during which code this event occurred. There is one of two events on the same patient. Please reference MFR report #9616066-2013-00314 for the second event. Although requested, no further patient or event details were provided.